Event description:
A healthcare facility in munich reported, via a fisher & paykel healthcare (f&p) field representative, that four mr290v vented autofeed humidification chambers were leaking water at the chamber base during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section b5 describe event or problem has been corrected to: a healthcare facility in munich reported, via a fisher & paykel healthcare (f&p) field representative, that four mr290v vented autofeed humidification chambers were leaking water at the chamber base during use. Method: the complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected and analysed. Results: visual inspection of the returned mr290v chambers confirmed that there were crack lines observed near the rolled base and white residue were found around the base of the dome. The rolled base thickness was found to be within specification. Further analysis of the subject mr290v chambers revealed sign of environmental stress cracking (esc) which indicates exposure to chemical attack. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that this was caused by exposure to chemical which is incompatible with chamber dome material. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water at the chamber base during use. There was no reported patient consequence.